Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov 6, 2009), sorin crm (formerly ela medical) is filing this MDR at this time. Code (other): review of the electronic data and files received. (B)(4). Conclusion: the switch to standby mode resulted from an alteration of device memory data. As described in the labeling, standby mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty but the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e. A change of state of the bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment...). Normal behaviour was restored upon device re-initialization. Because this event did not lead to any pt issue, and is not related to any implant anomaly, no further action is needed for this case.

Event description:
The pacemaker involved in this MDR report was implanted on (B)(6) 2007. Upon scheduled follow-up on (B)(6) 2008, the pacemaker was found in standby mode (safety mode), as reported. A message was displayed proposing a re-initialization of the device. Once the re-initialization was performed, normal operation was restored. Reportedly, the pacemaker was operating in ddd mode upon interrogation, and not in vvi mode was expected in such case (standby mode). This was confirmed by surface ECG and by the programmer print-outs.